Manufacturer narrative:
The customer reported that the issue was not duplicated, no issue found. The unit passed all testing and was returned to use. The customer reported that it was 'most likely due to a kink in the tubing' no further information was provided although requested. Patient information was not provided although requested.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
It was reported that the ventilator during high flow therapy (hft) had multiple alarms for pressure and flow. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support, reviewed the ventilator diagnostic logs, and found error codes indicating cannot reach target flow, high pressure, and hft circuit occluded. The customer was advised to perform performance verification testing.